Event description:
It was reported that the patient experienced difficulty seeing the device display and was advised by inside sales to obtain a clinician note documenting visual impairment to support transition to a color pump; the patient planned further ophthalmic procedures that could affect vision and agreed to provide documentation to the field team. Symptoms included reduced visual ability impacting screen visibility. Outcomes included no reported alerts or alarms and no impact to blood glucose control. Investigation included customer communication and troubleshooting with education regarding device options for visually impaired users. Investigation of this case revealed a usability concern related to screen visibility, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors associated with the patient¿s visual impairment.